Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: unknown coil. Unknown microcatheter.

Event description:
The third coil: microsphere 10 cerecyte microcoil 5 mm x 9.7 cm (csp10050030/g13263) was found stretched when it was positioned at the target. The coil was withdrawn and changed to another one (details unknown) to complete the procedure. An adequate continuous flush was maintained through the microcatheter (details unknown). There were no damages noted on the microcatheter prior to and after use. There were no damages noted on the coil prior to use. There was no resistance at any time during advancement of the coil through the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil did not prematurely detach. During placement, additional manipulation and torque were not applied while the coil was in the aneurysm. During placement, the coil was not left in the aneurysm while the microcatheter was repositioned. The target site was acom. The vessel was not calcified. There was no reported potential adverse event.

Manufacturer narrative:
The procedure was coil embolization of the acom, which was not calcified. The third coil used in the procedure, a micrusphere 10 cerecyte microcoil 5 mm x 9.7 cm (B)(4), was found stretched when it was positioned at the target site. The coil was withdrawn and changed to another one (details unknown) to complete the procedure. There was no reported adverse event associated with this complaint. It was reported that an adequate continuous flush was maintained through the unknown microcatheter, and there was no damage to the microcatheter noted prior to or after its use. There was no damage to the coil noted prior to use. There was no resistance at any time during advancement of the coil through the microcatheter. Coil entanglement with previously placed coils was not suspected to have contributed to the event. The coil did not prematurely detach. During placement, additional manipulation and torque were not applied while the coil was in the aneurysm. During placement, the coil was not left in the aneurysm while the microcatheter was repositioned. The returned coil was found to be undamaged. As viewed in the returned packaging, it was found that the coil was unsheathed and entangled around the device positioning unit. Located 105.0 cm off the proximal end is a severe kink on the core wire. The dpu and the introducer sheath containing the resheathing tool were returned separated from each other. The coil's socket ring showed minor bending and was partially pushed down inside the sheath. The visual examination suggests that the system was either not used or was cleaned/rinsed before being returned, which may have produced the observed damage. Any complaint related trace evidence may have been altered or removed prior to the device being returned. The unidentified microcatheter was not returned. Any trace evidence on the coil and delivery system that may have been available to indicate whether the reported complaint could have been related to resistance inside the microcatheter was altered or removed in the post-procedural handling.